Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On august 7, 2025, the patient reported that the pump screen was cracked. A replacement pump was arranged. Blood glucose was not affected.